Event description:
It was reported that customer was admitted as an inpatient to a hosp for diabetic ketoacidosis. Troubleshooting was performed and pump programming and function appeared to be normal. Explained to customer the two high blood glucose rule and the no delivery alarm. Advised customer to call back when needed.